Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via crossover approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the lesion was crossed with a jupiter fc guidewire and inflated with a 3mm non-boston scientific balloon, a 5.0mmx60mmx135cm sterling balloon catheter was advanced to pre-dilate the lesion. However, during first inflation at 6 atmospheres (atm), the balloon ruptured. An attempt was made to expand with a 5.0 x 40, 135cm mustang balloon catheter, but the balloon also ruptured during first inflation at 10 atm. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter first name- updated.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via crossover approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the lesion was crossed with a jupiter fc guidewire and inflated with a 3mm non-boston scientific balloon, a 5.0mmx60mmx135cm sterling balloon catheter was advanced to pre-dilate the lesion. However, during first inflation at 6 atmospheres (atm), the balloon ruptured. An attempt was made to expand with a 5.0 x 40, 135cm mustang balloon catheter, but the balloon also ruptured during first inflation at 10 atm. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.